Manufacturer narrative:
(B)(4) the customer reported that there was severe resistance while trying to advance the manta closure device through the button valve and ultimately it would not go through. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information was received that the artery was closed with perclose instead and there was no harm to the patient. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the information received, the most likely root cause is supplier related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during a ventricular assist device pvad procedure. The operator couldn't get the bypass tube of the manta through the valve for 2 devices. An alternative sutured closure device was utilized to complete the procedure. The patient was reported as fine post the procedure. Associated complaints 3010252479-2025-00087 and 3010252479-2025-00086."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during a ventricular assist device pvad procedure. The operator couldn't get the bypass tube of the manta through the valve for 2 devices. An alternative sutured closure device was utilized to complete the procedure. The patient was reported as fine post the procedure. Associated complaints 3010252479-2025-00086.